Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds. It was further reported that the implant able pulse generator (ipg) exhibited premature battery depletion and a discrepancy in battery longevity estimates. Reprogramming is planned. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.